Event description:
The pt's pump was refilled and updated. Three days later, the pt presented to the hosp with unspecified symptoms of a chest infection; it was determined to be baclofen withdrawal. The pump was interrogated and found to be stopped; the pump print out from the refill indicated that the refill had been successful. The pt was without baclofen for 55 hours. The pt was given oral baclofen and the pump was working again. The pt was discharged and was doing well. The pump was used to deliver compounded baclofen.